Event description:
It was reported that the cap of the tunneling tool broke off in the patient during a pump implant procedure. Caller states he was called into a baclofen pump implant procedure. Reporter stated that the healthcare provider (hcp) had tunneled the tunneling tool before inserting the catheter. The hcp then inserted the catheter but left stylet in place. The manufacturer representative arrived at the procedure after the provider had already tunneled the tunneling tool. The manufacturing representative was unable to see the stylet still in place. The reporter stated that the hcp tried to pull back the catheter, but broke the cap of the tunneling tool off inside the pt. The hcp then tried to locate the cap piece. The procedure was being performed as a "new implant". The medication in the pump was to be baclofen, however reporter was unable to verify type of baclofen they were planning to fill the pump with. The procedure and patient outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the healthcare provider (hcp) was able to locate the cap which had broken off in the patient as reported, and removed it through a small incision on the patients left side. The patient recovered and had no adverse reaction to the procedure. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2012-(B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).